Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer advised intermittently right motor just spins, sounds like gears are stripped.